Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit gives alarm at startup. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) stated that pump was repaired and retuned to customer. Based on the log provided (fault # 125 (non isolation dsp 1.1v bias fault)) the front end board needed to replaced as per the cardiosave service manual. The repair order provided by the getinge (fse) states that the pump was repaired by replacing the front end board and returned to customer.